Manufacturer narrative:
The investigation has been completed. The product was returned and biomaterial could be seen surrounding the impeller. The pump produced high motor current pump stops until the biomaterial was successfully ejected. Once the biomaterial was removed, the pump's flow level was within specification. The root cause of the low pump flow was determined to be biomaterial ingestion as their was a sudden decrease in flow reported and biomaterial was found impeding the flow path. This report is being filed as part of a retrospective review of historical records. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, after a minor repositioning, the pump flow dropped from 4l/min to 1.4l/min. The pump was replaced due to concern for clot, and no patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.